Event description:
Due to erroneous potassium results with lithium heparin tube pt was admitted to the hospital. After redraw with serum tube the potassium levels were normal.

Manufacturer narrative:
Product has been rec'd and is under investigation. Complaint history check yielded no other complaints for similar condition for the lot reported. Quality will continue to monitor on monthly trend reports.